Event description:
It was reported that while the surgeon was implanting the shell into the acetabulum, the impacto became stuck inside of shell and could not be removed without sawing impactor in half and breaking the shell, extending surgery time by 45 mins.